Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0njxy, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that there was a bad lead during the procedure. The hcp thought there was something defective with the lead. There was improper testing numbers. They continued to try and test the lead with improper results. It was unknown if the issue was resolved at this time. It was unknown if surgical intervention occurred. It was in the middle of the procedure and they did not need any further surgical intervention. After follow-up with the rep, the cause of the lead and improper testing numbers were not determined. A different lead was used and they were able to move forward with the implant. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.